Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was not returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of event. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The other patients/incidents referenced in the article are submitted on separate medwatch report numbers. Article title: percutaneous transluminal angioplasty of suture-mediated closure device-related femoral artery stenosis or occlusive disease.

Event description:
It was reported through a research article identifying a perclose-at device that was used on a (B)(6) patient. Hemostasis was achieved with a perclose-at following a transarterial chemoembolization for treatment of hepatocellular carcinoma via the right femoral artery. Post procedure the following occurred: the patient had mild claudication with a common femoral artery (long segmental occlusion) and possible intimal tissue damage and inflammation. This patient "did not undergo pta as their claudication was tolerable". The patient declined treatment. Specific patient information is documented as unknown. Details are listed in the attached article, titled "percutaneous transluminal angioplasty of suture-mediated closure device-related femoral artery stenosis or occlusive disease".